Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. Visual inspection was performed and a small hole in the packaging was observed. The reported condition was verified, but a direct cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pinhole in the packaging of a capd disconnect y set. This was found before use. There was no patient involvement. No additional information is available.